Event description:
The complainant had and automated impella controller (aic) battery alarm. The team made decision to follow instructions for use and use a 2nd console. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. When visually inspecting the batteries and pbm, it was observed that one of the batteries statuses leds were completely blank. The battery failure alarm was due to a defective battery 1 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.